Manufacturer narrative:
Based on the claim against the product by the customer, noting that fragments fell into the patient. An investigation was completed to determine, the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed. And the complaint regarding fragments falling was not confirmed by failure analysis. Visual inspection of the instrument found no damage to the instrument. Neither the grip cables, nor the pitch cable, was missing any pieces. The pitch cable crimp was still inside the clevis. No product issue was identified. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported, that during a da vinci-assisted malignant hysterectomy surgical procedure. The tenaculum forceps instrument cable broke, and a fragment allegedly fell into the patient. The fallen piece was retrieved, during the same procedure. The procedure was completed using the same system. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.